Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the internal iliac artery (iia) using pod4s. During the procedure, the physician felt resistance and was unable to advance a pod4 through the px slim delivery microcatheter (px slim), and therefore, the pod4 was removed. The procedure was then completed using the same px slim and a ruby coil. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The pusher assembly was kinked approximately 110.0, 115.0, and 120.0 cm from the proximal end. The embolization coil was intact with the pusher assembly and compressed, and the pull wire protruded out of the distal detachment tip (ddt). Evaluation of the returned device revealed the pusher assembly was kinked, the embolization coil was compressed, and the pull wire protruded out of the ddt. This damage may have occurred due to forceful advancement of the pod4 against resistance. Since the px slim mentioned in the complaint was not returned for evaluation, the root cause of the initial resistance experienced during the procedure could not be determined. Penumbra coils and catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.